Manufacturer narrative:
Analysis information -- 2017-05-31 20:11:33 cst pli# 10 product ID# dtmb2d1 the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted blood ingress/body fluid. The returned device indicated a damaged grommet. The returned device indicated set screws were found in the connector bore. The analyst indicated both rv ports were obstructed by their respective setscrews and the pace / sense rv grommet had damage.

Event description:
It was reported that during the implant procedure, after the leads were connected to the cardiac resynchronization therapy defibrillator (crt-d), no effective pacing was observed. The leads were disconnected and upon reconnection, it was not possible to connect the right ventricular lead because the setscrew was not moveable. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.